Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine check up. Upon interrogation, the right atrial lead exhibited noise reversions and inappropriate mode switches. The lead was reprogrammed. The patient would continue to be monitored.